Event description:
It was reported that an urinary foley catheter was placed at the time of surgery under general anesthesia. The patient stated that the catheter fell off when the patient went to the bathroom. Upon checking the catheter, the balloon was found to be ruptured and a new catheter was inserted again. It was stated that a second balloon was also ruptured. The inside of the bladder was observed by echo and it was confirmed that there was no foreign matter in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Visual inspection noted irregular balloon burst without missing piece. A potential root cause for this failure could be thin sac due to short latex dwell time or latex dip speed out too slow. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: d,g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that an urinary foley catheter was placed at the time of surgery under general anesthesia. The patient stated that the catheter fell off when the patient went to the bathroom. Upon checking the catheter, the balloon was found to be ruptured and a new catheter was inserted again. It was stated that a second balloon was also ruptured. The inside of the bladder was observed by echo and it was confirmed that there was no foreign matter in it. Per follow up via ibc on 28jun2022, two samples were received (manufacturing lot# 9hz059 , manufacturing lot# 1ks057).